Event description:
The customer reported via phone call that they had inaccurate readings with their sensor. Customer stated the insulin pump would go into threshold suspend due to inaccurate low readings. The customer stated the readings would be inaccurate fifty percent of the time. Customer's blood glucose was unknown at the time of the call. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.